Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Ketone level was large. Boluses were delivered in an attempt to lower bg. After the infusion set was changed multiple times, it was observed that lantus was inadvertently used to fill the cartridge instead of the usual humalog and was reported to be the cause of the event. The customer was taken and admitted to the hospital. The customer was treated with a saline solution. Bg and ketones were resolved. The customer was discharged the same day.